Event description:
Customer reported the insulin pump had a blank display. Customer also reported she had the insulin pump off for the ten days she was hospitalized. Customer stated there was no physical damage on the device. Customer stated the device was not dropped or bumped. The battery compartment and springs were not damaged or corroded. Customer inserted a new battery and display returned. Customer was advised to monitor the device. No further information reported.

Manufacturer narrative:
Additional information has been received regarding hospitalization, which was not included with the initial medwatch report. The information has been included with this report.

Event description:
It was reported that the customer was contacted via phone call to clarify hospitalization in 2014. The customer stated the hospitalization was not diabetes related.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.